Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2026 (B)(6) (con): information was received from a friend/family member regarding a patient who was implanted with an im plantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that said patient was in the hospital and needed to pee, and their bladder was at 500 cc. The caller said the doctors couldn't figure out how to operate the device. The caller mentioned the patient had a catheter put in yesterday at the hospital because the patient couldn't go to the bathroom. The agent asked when the last time the patient made any adjustments to their stimulation, and the caller said, "never." "The caller said the patient didn't know how to use the external equipment. The agent walked the caller through connecting external equipment to the patient's implant, and the caller was able to successfully connect the external equipment with the patient on the call. Caller increased stimulation to a comfortable level. The caller stated that the patient fell out of the bed and may have damaged the device. The patient will maintain the stimulation level and will continue to track symptoms. Redirect to a doctor if the issue persists.

Manufacturer narrative:
Event date is appromately: month and year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.